Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for gastric stimulation. It was reported that the patient had surgery where they ¿cut their foot off¿ where they believed the healthcare professional (hcp) used electrocautery. Two days later, they were cramping in their belly, couldn¿t stand up, and hurt from shocking below the implant. They noted they had pain where the machine was. The surgery was on (B)(6), but a year was not specified. No further complications were reported or anticipated.